Event description:
An acu-loc vdr plate, standard, left was implanted in a pt with several acumed screws including; one 3.5mm x 12mm locking cortical screw, one 3.5mm x 18.0mm cortical screw, one 3.5mm x 16.0mm cortical screw, one 2.3mm x 16mm locking cortical screw, and four 2.3mm x 24mm locking cortical screws. Approx. Four weeks post-op the plate and all screws were removed due to the four 2.3mm x 24mm locking cortical screws breaking. The tips of the screws were left in the pt.

Manufacturer narrative:
The provided x-rays were reviewed and the returned product was visually examined under magnification. Based on the x-rays it was determined that only 5 screws were implanted in the distal portion of the plate which does not adhere to steps 6 and 7 of the surgical technique which state that a minimum of 6 screws are to be used with 2 being placed in the radial styloid. In this incident only one screw was placed into the radial styloid. The four broken screws all broke at approx. The same location where the taper of the screw ends, which is about 5 threads from the head of the screw. The screws that broke were all in a parallel line in the plate and were perpendicular to the 3.5mm screws. While the implantation process did deviate from the surgical technique, it cannot be determined if this caused or contributed to the event as the post-op details were not available. Therefore no definitive cause can be identified at this time. Related mdrs: 3025141-2012-00076, 00078, 00079, 00080, 00081, 00082, 00083 and 00084.